Event description:
The customer reported optical tube fixing screw fell off during reprocessing involving an olympus video adapter. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.